Event description:
It was reported by service report that the fowler is stuck in the down position and would not raise or lower. It is unk if there was pt involvement, however, no adverse consequences are reported.